Event description:
The customer reported to the ocd laboratory specialist that on two different days in 2007, they had obtained false negative vitros anti-hbc results on two samples using the vitros eciq. The samples were believed to be from the same patient, however, this could not be confirmed. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The biased results were not reported. There was no report of patient harm as a result of this event.

Manufacturer narrative:
The investigation determine that each sample had both anti-hbc and hbsag testing performed. There were discrepant results for both samples on both assays. The root cause was unable to be determined as the customer chose not to troubleshoot. However, the results indicate that the samples may be truly reactive for anti-hbc and that an unk interferent may have caused the negative results as they were above the normal expected negative range for the vitros assay. This interferent may have contributed to the discrepant hbsag results as well but this could not be confirmed.